Event description:
It was reported that the procedure was to treat a 80% stenosed and mildly calcified lesion in the right mid superior femoral artery (sfa). The 8.0x100mm absolute pro self-expanding stent system (sess) was advanced via a cross over approach and attempted to be deployed. The stent partially deployed and then failed to further deploy as the thumbwheel got stuck. Another unspecified stent was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure and the reported mechanical jam were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 80% stenosed and mildly calcified anatomy resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported activation/deployment failure and the reported mechanical jam. Interaction/manipulation of the device resulted in the noted device damages (longitudinal and radial stent sheath tears, multiple bent/stretched/separated stent struts, smashed tip). There is no indication of a product quality issue with respect to manufacture, design or labeling.